Event description:
It was reported that this right atrial (ra) lead had dislodged which was discovered during a device check. As a result, a lead revision procedure was required. There were no additional adverse patient effects reported.